Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to rectum during laparoscopic lower rectum resection, the device had partially fired. It was also noted that the anvil did not tilt after firing. The surgeon had to replaced with a new product to complete the case.